Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 971 mcg/day via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was 2016. It was reported the patient went through "acute withdrawal" sometime in (B)(6) 2016. Since (B)(6) the patient had "not done as well". At a pump refill, the programmer notified the hcp that the pump was in stall mode. The hcp checked the logs and the pump had stalled on (B)(6) 2016 (date was not certain). The refill was completed and the hcp thought she could get the pump to recover, but it did not. The pump status and/or event log report a motor stall occurred; stopped pump period may exceed tube set. The hcp planned to refer the patient to the physician. The patient did not recently have magnetic resonance imaging (MRI) and there was no electromagnetic interference (emi) or magnetic interaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.